Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16356963. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16519986.

Event description:
It was reported that the patient had inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein the leads were replaced, and the implantable pulse generator (ipg) was also replaced due to an unknown reason.

Event description:
It was reported that the patient had inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein the leads were replaced, and the implantable pulse generator (ipg) was also replaced due to an unknown reason. Additional information was received that the ipg was replaced due to difficulty charging and need for a magnetic resonance imaging (MRI) compatible device. The explanted device components were discarded by the medical facility. There were no reported complications postoperatively.